Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced another alarm on the infusion pump. The patient confirmed that the alarm was a downstream occlusion alarm, similar to the issue that occurred previously and had already been reported. At the time of the report, the patient confirmed that the pump was currently running. The patient also confirmed that there were no bends or kinks in the tubing, no clamps were closed, and the cadd extension set tubing was attached correctly. This event occurred during infusion and there was patient involvement but no harm. The infusion therapy is life-sustaining for the treatment of pulmonary arterial hypertension.